Event description:
Medtronic received info that this mechanical heart valve was explanted after 18 years of service. It was reported that the device had exhibited transvalvular regurgitation, perivalvular leak, and hemolysis. The surgeon has requested analysis of the device to determine if there was a malfunction of the product. The device was replaced with no reported adverse pt effects.

Manufacturer narrative:
Eval: product not returned. Results: product return expected, no results at this time. Conclusion: cause of event cannot be determined without product return. Conclusion: to date, the device has not been returned for analysis. Return of the device, however, is anticipated. Upon receipt, the device will be analyzed, and a follow up report will be submitted.